Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold measurements of 6 volts at 2 milli seconds. As of this time, this lead remains in service. No adverse patient effects were reported. According to the additional information, this lv lead was surgically abandoned. No additional adverse patient effects were reported.